Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the pouch broke open when pulling out the specimen. The incision was extended by less than one inch.